Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported event of shortness of breath and severe pain. There is a confirmed iipv noted in the treatment data, however, there is an unexplained power failure in dwell 1 during the first of two treatments on (B)(6) 2018. Once the patient restarted with a second treatment, the cycler looked for a drain 0 of at least 200ml which is the patient¿s last fill volume, but due to the power failure there was no last fill recorded. Fill 1 was bypassed and the patient drained 92ml prior to the next fill of 2,798ml. Drain 2 resulted in a drain of 5,510ml. This volume is (B)(4)% of the drain criteria. Calculations for the initial volume of 2,002ml and the additional volume of 2,798ml prior to drain 2 accounts for the large drain in cycle 2. A temporal relationship between the patient's pd therapy and the report of shortness of breath and severe pain exists. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. A peritoneal dialysis registered nurse (pdrn) reported that a patient experienced severe pain and shortness of breath during treatment. The patient performed a stat drain of over 5000 ml. The treatment records were reviewed and documented that the patient drained 5510 ml during cycler two. This volume is (B)(4)% of the patient¿s fill volume of 2798 ml. Technical services arranged to replace the cycler. The patient reverted to manual exchanges until the replacement cycler arrived. The patient went to the emergency room for the pain. The patient was admitted to the hospital with an unknown diagnosis. The hospital course was unknown. The patient was discharged the next day and the disposition was unknown. Should additional information become available, the file will be reassessed and updated accordingly.